Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device remains implanted. No additional adverse patient effects were reported.